Event description:
It was reported that during a procedure, black spots appeared which caused it not to be used. It failed to meet the 10-use requirement. The procedure was completed using another fiber without patient complications. Analysis of the returned device identified a connector fractured.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the fiber did not identify the black spots initially reported. In addition, it was observed that the fiber was received in one piece. The fiber connector was analyzed, and it was found that the light was not passing through, indicating an internal connector fracture and burn marks were observed in the connector. Microscope inspection of the fiber determined that the fiber tip was clipped. Functional test found that the aim beam was dim. The connector fractured could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Also, the interaction between the console and the fracture connector could lead to an overheating of the fiber, that could cause the fiber separated from the connector. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states: the fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser. A risk review was completed and confirmed that the event of fiber black spot is defined in the risk documentation. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.